Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported approximately eight years, seven and a half months following implant of a medtronic transcatheter aortic bioprosthetic valve (tav) ((B)(6)) non-structural valve deterioration was reported with thickening and calcification of the neo non-coronary cusp with associated restricted mobility and severe transvalvular aortic regurgitation (ar). The patient was enrolled in a clinical study with existing, baseline valve failure to determine whether a redo-transcatheter aortic valve replacement (tavr) procedure, valv e-in-valve, was appropriate. Case planning showed the primary mode of valve failure was structural valve deterioration with mixed aortic stenosis and ar and moderate hemodynamic valve deterioration specified as a new occurrence or increase of >=1 grade of intra-pr osthetic ar resulting in >= moderate ar. No patient symptoms were reported.

Manufacturer narrative:
Updated data: b1, b2, b5, e1, h1, h6 h1: the new information met criteria for serious injury reporting type (updated from previous malfunction type). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received indicated the patient experienced shortness of breath and fatigue as result of the valve issue. Appr oximately 1 month following onset of this event, a non-medtronic transcatheter valve was successfully implanted via the left femoral access.